Manufacturer narrative:
(B)(4). Report source foreign. The event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that incoming inspection member found debris in the sterile package. No patient or surgical involvement. No further information is available.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
Visual examination of the returned product confirms the reported foreign matter in the sterile packaging. Review of device history records identified no related manufacturing deviations or anomalies. The root cause is attributed to an error during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.